Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Diopter corrected to: "-7.50/+1.0/095". (B)(4).

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -7.5/+1.5/095 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. (B)(4).